Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Cts provided information for resetting the pump and assisted the caller in doing so, but the touchscreen was not functional after the reset.